Manufacturer narrative:
The date of the event onset was reported as unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. On an unknown date the month previous to the receipt of this report, the patient was hospitalized for peritonitis. On an unknown date, the patient was discharged. Thirty two days prior to the receipt of this report, the patient was again hospitalized for the event. Three days later, the patient was discharged from the hospital. The cause of the event, treatment details, and action taken with dianeal therapy were not reported. At the time of this report, the patient had not recovered as it was reported the ¿patient continues to fight off the infection.¿ no additional information is available.